Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 600 mg/dl which was treated with manual injection. Customer stated that the insulin pump had insulin flow blocked alarm during priming. Assisted customer in performing a 5.0 unit fixed prime. The insulin did exit. Customer declined the troubleshooting for high blood glucose. The device will not be returned for analysis.